Manufacturer narrative:
Refer to manufacturer report #2649622-2019-06691 for details pertaining to the reportable related event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative and a healthcare provider (hcp) regarding a patient who was using a trialing system. It was reported that the patient had an infection during a buried lead trial and the surgery to place the internal battery was cancelled. The patient was placed on antibiotics. The infection was present at the site where their extensions were externalized. No further complications reported.